Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-dec-30 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was not specified. It was reported that the patient came in with acute metabolic encephalopathy and possible baclofen withdrawal. The patient was trans ferred to the intensive care unit (ICU) on (B)(6) 2019. A manufacturer representative was requested to check to ensure the pump was working. The hcp did not know if the pump was audibly alarming or not. No further complications were reported or anticipated.